Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Aseptic revision of left knee. Knee had been revised many years ago and the femoral component was unsupported by bone so in time the stress was all on the bolt and it failed. The femoral component was removed, the adaptor was removed from the well ingrown sleeve and an srom hinge femur was inserted into the femoral sleeve, a 12mm hinge insert was placed and the wound was closed. I was not provided with original date of surgery so I read the lot numbers as much as possible from the removed implants.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.